Event description:
The pt mentioned she noticed a large air bubble in the insulin cartridge of her infusion device which caused her to have an elevated blood glucose reading between 200-300 mg/dl. She said she does not have a normal range but can range from 30-500 mg/dl. She stated her symptom is thirst and she corrected her reading by bolusing insulin. She stated the air bubbles seemed to appear after she inserted the cartridge. The pt was instructed to run a prime to remove the air bubble which she successfully did. On follow up, the pt stated she is fine although her blood glucose levels are not completely back to normal due to her new diet that her doctor is aware of. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.